Event description:
Related manufacturer reference number: 3006705815-2023-08463, 3006705815-2023-08464, 1627487-2023-06152, 1627487-2023-06153. It was reported the patient¿s system was explanted due to a suspected infection at the ipg and lead sites. Patient was prescribed medication.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.